Event description:
It was reported that during a proximal circumflex drug eluting coronary device procedure, after pre-dilatation of the de novo lesion, the balloon ruptured at 10 atmospheres, during attempted deployment and the device remained on the balloon. The device was removed without issue. A xience stent was successfully implanted, completing the procedure. There was no adverse patient sequela and no clinically significant delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.